Event description:
I had disastrous lasik performed by dr in 2007. On the day of surgery, I had second thoughts - the office staff was very pushy, instructing me to take three valiums and then decide to have the surgery. How is a person to make a logical decision about an irreversible medical procedure under the influence of powerful drugs I went ahead with the surgery, and as a result, I face many life-altering complications that I now know are common after lasik. I feel that dr dean dornic does not throughly pre-screen his pts for dry eye. I clearly told dr and his office staff that I was unable to wear contact lenses due to dry eye, which is a red flag for the development for serious post-lasik dry eye - yet they told me that I was a good candidate for the surgery. After surgery, I immediately experience overwhelming pain that continues to this day. Lasik surgery involves cutting into the cornea, severing crucial corneal nerves, resulting in chronic nerve and dry eye pain in many pts. I am currently on 3 medications to handle the pain and anxiety I fell as a result of my lasik disaster with dr. Dr and his staff were very impatent with me after the surgery, insisting that 'there is no medical reason' for my pain, although there is much peer-reviewed medical literature to support the existence and mechanism of post-lasik eye pain! I have missed countless days of work, my family does not understand what I am going through. I am in constant pain and the meds to control the pain make me groggy. I wand others to know about the comfort and qual of life that I have lost, so that they can make a more informed decision about lasik eye surgery. From the FDA transcripts: 'as we all know, lasik transects the cornea nerves, therefore inducing dry eyes in most pt.' Even the FDA now warns that lasik dry eye can be permanent!.